Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to corroded keypad traces. No frozen screen noted. Unable to perform the occlusion test due to button/keypad anomaly. The device was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, and minor scratched display window.

Event description:
It is reported that the customer had high blood glucose levels of 313 mg/dl. The customer reported that the buttons of the insulin pump stopped working. The customer also reported that the screen of the insulin pump froze. The customer added that the aforementioned errors occurred after changing the battery of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.